Manufacturer narrative:
This event has been reassessed and found not to be associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic lobectomy procedure, while the device was being applied to the disconnected air tube, the device did not fire. The surgeon was able to press the green button, but was not able to squeeze the handle. They used new nails to resolve the issue in order to complete the case. There was no patient injury.